Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (25.0mg/ml, 4.371mg/day) via an implantable infusion pump. Indications for use included failed back surgery syndrome and spinal pain. It was reported that in 2014, the pump flipped, and as a result the patient had revision surgery in (B)(6) 2014. No information was provided regarding what led to the flipped pump, nor if there were any patient symptoms. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported the patient had no changes in activity as they were in a wheelchair. The healthcare provider (hcp) had recently increased the pump on (B)(6) 2015. Due to the flipped pump, the patient experienced pain and they were unable to refill the pump.